Manufacturer narrative:
Concomitant medical products: product ID: 97792, lot# n472366, implanted: (B)(6) 2014, product type: accessory. Product ID: 39565-65, serial# (B)(4)implanted: (B)(6) 2014, product type: lead. (B)(4)

Event description:
The consumer and manufacturer's representative (rep) reported the patient complained of the implantable neurostimulator (ins) pocket being very painful when sitting. It was placed in a sensitive area of the right buttock and the patient did not charge the ins. There was a pocket issue of the ins pocket being uncomfortable. The rep tried to read the ins, but it was overdischarged. The ins was in overdischarge and a physician mode recharge (pmr) was performed. After one pmr session, the battery came out of overdischarge. There was a power on reset (por). A pocket revision was planned and the physician planned to move the ins to a more comfortable location. Evaluation of the system was to occur before the revision. It was noted the last successful recharge was around 8-10 months prior to the report due to non-compliance. This time frame may not have been accurate as the patient was noted to not be a good historian. The patient had not been able to locate her implantable neurostimulator recharger (insr), but the rep was going to ask the patient to continue to search for it before seeking a replacement. The patient was charging on (B)(6) 2015 after being brought out of the ov erdischarge, and the rep asked whether the ins would stay charged until the next monday when the pocket would be revised. Given the likelihood that they would not get the ins fully charged on (B)(6) 2015 due to time constraints, technical services could not guarantee the ins would have a charge on monday. The rep did not feel like it was the best option to give the patient the insr due to patient compliance. The option of meeting with the patient on (B)(6) 2015 was discussed. On (B)(6) 2015, the rep was going to continue charging the patient as long as possible and would try to clear the por. The revision was planned for (B)(6) 2015. At the time of the report, the issue was not resolved. Relevant medical history included spinal pain.